Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 an obturator sling was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted. It was reported that the patient underwent a mesh removal and cystourethroscopy on (B)(6) 2008, due to erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03522. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, pelvic adhesions, pelvic pain, right ovarian cyst, right hydrosalpinx. It was reported that the patient underwent a right salpingo-oophorectomy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced yeast infection, some itching, pain with urination, sharp lower abdominal pains, vaginal discharge with odor, and vaginal burning.

Event description:
It was reported that following insertion the patient experienced yeast infection, some itching, pain with urination, sharp lower abdominal pains, vaginal discharge with odor, and vaginal burning.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, hematuria, urinary urgency and urge incontinence.